Event description:
Svc and rv impedance alerts dating back to (B)(6) 2020. Appears to be a possible insulation issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).